Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed an arterial module standard reference sensor failure. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.